Manufacturer narrative:
Related mfrs for ongoing infection: 2916596-2022-12961, 2916596-2022-15732. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 feeling febrile, fever, chills, severe fatigue, and anxious. PICC line was out and the patient missed two doses of antibiotics. It was noted that the patient's PICC line came out at home after taking a shower on (B)(6) 2022. On (B)(6) 2022 the patient came in as an outpatient to have the PICC line replaced. On (B)(6) 2022 the patient was a direct admit from home to the hospital due to increased drainage from sternal wound and driveline site. On (B)(6) 2022 blood and substernal wound cultures were positive again for pseudomonas (cs-169167; cs-173940). The patient was restarted on zosyn at 4.5g every 8 hours and doxycycline and on (B)(6) 2022 all cultures were negative. The patient was declined for a transplant due to elevated bmi, ongoing infection, and pulmonary function tests. On (B)(6) 2022 the center turned the patient's speed down to assess for recovery and hopes of explant however, the center did not feel like a transplant was the best option at that time. The center was getting a second opinion for transplant versus re-implant and increased the patient's speed for a second consideration. On (B)(6) 2022 the patient presented to the 2nd transplant center where they were decline transplant due to bmi and need to establish mental health services for the patient. The patient was discharged home on IV antibiotics.

Manufacturer narrative:
Related MFR numbers for patient's infection history: #2916596-2022-15732 #2916596-2022-14030 #2916596-2022-12961 #2916596-2022-13403 #2916596-2022-12952 #2916596-2022-12876 #2916596-2022-12887 #2916596-2022-12926 #2916596-2022-13811. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.